Event description:
The user facility reported that after the main body of the angio-seal involved was positioned, the anchor became stuck during deployment, and could not be released. After withdrawal of the device, the physician changed to press hemostasis. The vascular closure device was freshly opened before use. The event occurred intra-operative. There was no patient injury or surgical intervention required.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. Initial reporter: establishment name: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to add additional information to section b5 and to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 13 nov 2022: the procedure performed was a coronary artery stent implantation using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by holding pressure. There was no blood loss. The patient was in stable condition. No concomitant medical products used with the angio-seal involved.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the mated hemostasis sheath, carrier tube, and a header bag. Pictures from the alleged failure were sent. Based on the images sent by the customer, the anchor was not fully deployed in rear-lock position. The device was visually inspected and found to have been in used condition with minimal signs of blood. The hemostasis sheath was mated to the carrier tube assembly and was set to the fully rear-locked position. Upon investigation, the distal tip of the sheath was found to have been intentionally cut open in order to verify the presence of the anchor. No other damage or deformation was identified on the device. Functional testing was unable to be performed properly due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined, but the likely cause could be an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed properly due to the condition of the returned device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).